Event description:
It was reported the epg (external pulse generator) displayed an error message. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the main printed circuit board was out of electrical specification (error code displayed). It was also found that the upper case/lower case, side bail covers, and battery drawer were broken. The display, keyboard, ring cover, heart block, and knobs were contaminated. A detailed analysis was performed on the main printed circuit board (pcb). This analysis found that the root cause of the failure was a cracked solder joint at an integrated circuit component.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the main printed circuit board was out of electrical specification (error code displayed). It was also found that the upper case/lower case, side bail covers, and battery drawer were broken. The display, keyboard, ring cover, heart block, and knobs were contaminated.